Event description:
It was reported via the sales rep, that the (B)(6), informed him about the following event: "the drill broke inside the tibial canal and has been retrieved with no adverse consequence for the patient.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or relevant information becomes available it will be submitted on a supplemental report.